Event description:
It was reported that the stent delivery system (sds) did not cross the lesion located in the mildly tortuous, moderately calcified left circumflex that was 90% stenosed. No resistance was felt during removal of the sds from the patient. A new stent delivery system was used to complete the case. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided. Device analysis revealed a soft tip separation. It cannot be confirmed if the separation occurred during the procedure or if the tip remains in the patient.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The tip was noted to be separated/detached and was not returned; however, a conclusive cause could not be determined. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.